Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the stem was revised and replaced with zimmer.

Manufacturer narrative:
An event regarding revision surgery involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the stem was revised and replaced with zimmer.

Manufacturer narrative:
An event regarding revision surgery involving an accolade stem was reported. An event for disassociation was confirmed based on the analysis of the returned device. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The report noted: the stem was assumed to be a right hip. If subsequent information shows it to be a left hip, the anterior and posterior directions should be reversed. All surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. A material analysis report concluded: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No root cause of the loss of taper lock could be determined. No material or manufacturing defects were observed on the surfaces examined. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available this investigation will be reopened.

Event description:
It was reported that the stem was revised and replaced with zimmer.